Manufacturer narrative:
An event regarding subsidence and periprosthetic fracture involving a unknown stem and restoration modular body was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: not performed as medical records were not provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had left hip revision (B)(6) 2014. Over the next year, the patient complained of pain in her left hip, x-ray taken at the doctor's office showed restoration stem had subsided, appearing that the stem was under sized. The patient was brought to surgery to fix issue. A 32 x +4 lfit v40 was removed with bone tamp, restoration modular proximal cone body was removed using come stem separator, after taking the off the doctor noted that there was a previous fracture around the trochanter sighting fibrous tissue where the fracture was, fixed the fracture with cables, put in new rest mod come body and new lfit v40 32 head, stability test done to surgeons satisfaction.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device discarded at hospital.

Event description:
It was reported that the patient had left hip revision (B)(6) 2014. Over the next year, the patient complained of pain in her left hip, x-ray taken at the doctor's office showed restoration stem had subsided, appearing that the stem was under sized. The patient was brought to surgery to fix issue. A 32 x +4 lfit v40 was removed with bone tamp, restoration modular proximal cone body was removed using come stem separator, after taking the off the doctor noted that there was a previous fracture around the trochanter sighting fibrous tissue where the fracture was, fixed the fracture with cables, put in new rest mod come body and new lfit v40 32 head, stability test done to surgeons satisfaction.